Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads and cracked case near display corners noted during visual inspection. The insulin pump was monitored for several days. No unexpected boluses noted. Unable to confirm unexpected bolus in insulin pump history due to alarm in alarm history. Alarms due to insulin pump being stored without battery for a period of time causing corrupted history files. No failed battery test alarms noted.

Event description:
It was reported that the customer experienced hypoglycemia due to the delivery bolus of 22.8 units that was not programmed, and the customer was taken to the hospital. It was also noticed that the device failed the battery test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.